Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose over 600mg/dl. The customer stated that the insulin pump was not delivering insulin. Troubleshooting was performed. The customer stated that the battery alarms were reoccurring after changing the battery. The customer's most recent glucose reading was 117mg/dl. Instructed the customer to inspect the battery compartment and the battery cap for corrosion and found neither compartment nor spring were damaged or corroded. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump contained a cracked case at the display window corner and a broken belt clip slot. The battery was removed and reinserted with no failed battery test alarm noted.